Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that there is no urine coming out. The patient had recently moved to a new assisted living facility and they do not know how to use the patient programmer (pp). The hcp got batteries and was able to turn on the implantable neurostimulator (ins). The hcp confirmed the device was off. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.